Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump generated recurring alert 39 after multiple restarts, leading to elevated blood glucose of 250 mg/dl; the user administered insulin by multiple injections and reported a blood glucose of 147 mg/dl thereafter, consistent with a pump malfunction related to a shaft encoder failure affecting device operation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of the device revealed a software problem and a component-related failure associated with the device¿s touchscreen and an unresponsive key or button behavior in conjunction with the reported shaft encoder failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.